Event description:
It was reported that the pt underwent a right colectomy and small bowel resection in 2001. Approximately 8 weeks ago the pt developed a fever of 102 to 103, and the incision line was red and swollen. The pt underwent a re-operation for removal of sutures abscesses and treatment of infection. The pt was treated with IV antibiotics for one week and stayed in hospital after removal of sutures.